Event description:
It was reported that the cross arm on the 9600 system was hard to move in and out. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.